Event description:
About 5 months ago, I switched glucose testing meters from the (B)(6) reli-on to the (B)(6) trueresult. I did an overlap test with the new meter to see the difference in the numbers. I was expecting 6 or 7 at most, but it was a 50 point difference. I called (B)(6) and they sent me testing solutions. The strips were within range for both solutions provided, so I made an assumption that the older meter had begun to fail. My first alc after starting the new meter was a little elevated and, again, I assumed it was because half the time I had been using the older meter. This past monday, (B)(6) 2015, I had my appointment to get the results of my most recent alc. According to the meter it should have been no higher than 7 and possibly even 6.8. The results from quest diagnostics was 9. I test my glucose 3 to 5 times a day so even with some error my alc should never been 9. I purchased a new reli-on meter and a container of test strips. Then I began doing side by side tests with the two meters. The (B)(6) meter returns a reading anywhere from 25 to 80 points lower than the reli-on meter. Yesterday, (B)(6) 2015, I spoke with the pharmacist at (B)(6) and she gave me a new trueresult meter. Since then I have been doing side by side reading with all three meters. The two (B)(6) meters are within 3-4 points of each other but they are both substantially lower than the reli-on meter. I base the amount of insulin I take on the reading from my monitor. If it says my glucose is 102 I take much less insulin than I do if it says 190. The result of that is my diabetes is no longer under control because the false lower readings have caused me to decrease my insulin allowing the glucose in my system to remain at dangerous levels and an alc of 9 translates to an average reading of 215 which translates to organ damage. Since both meters from (B)(6) are reading the same I suspect the problem extends to all meters of this type sold by (B)(6). One of the reading I checked yesterday was 145 on the (B)(6) meter and 265 on the reli-on meter. That, and the actions required, in my opinion, not acceptable.